Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after received inappropriate high voltage shock and antitachycardia therapy from their device. Upon interrogation of the device, several noise and incorrect ventricular fibrillation episodes were noted on the right ventricular lead. Therapy was inhibited due to the noise. The noise could not be resolved by reprogramming. The device was turned off. The patient was stable and discharged with a lifevest.